Event description:
The customer reported that the tip of the jaws melted and portions of the device fell into the cavity of the patient. All material was removed and there was no injury to the patient. This happened during the first hour of the procedure.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(4) 2013. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.